Event description:
A report was received by quest medical from boston's children's hospital to report an issue with product code 94701. It was stated that during use, there was alleged backflow of medication through the checkvalve for two sets.

Manufacturer narrative:
No patient complications were reported. No complaint sample has been received for investigation and no lot number was provided by the customer. Quest medical has reached out to the customer multiple times to request additional information and has not received any response. A supplemental report will be submitted if any additional information becomes available.